Event description:
Complaint info received - siderail would not latch. No injury reported.

Manufacturer narrative:
Tech found that the siderail would not latch due to broken left foot end tube. Replaced the tube to resolve this issue. Bed in storage room out of service.